Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could no be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would intermittently flicker or not screen on the first exposure. This caused an intermittent loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.